Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse ID laser fiber was used in a benign prostatic hyperplasia procedure in the prostate performed on (B)(6) 2022. On (B)(6), three days post procedure, the patient experienced urinary retention. He was treated with urinary catheterization and the patient's condition was resolved.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: patient code e1309 captures the reportable event of urinary retention to the patient health impact code f23 captures the reportable event of unexpected medical intervention. Block h10: there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific corporation on may 03, 2022 that a flexiva pulse ID laser fiber was used in a benign prostatic hyperplasia procedure in the prostate performed on (B)(6) 2022. On (B)(6) 2022 three days post procedure, the patient presented with acute urinary retention. A catheter was placed for six days beginning on (B)(6) 2022 and the urinary retention was considered resolved as of (B)(6) 2022. On (B)(6) 2022, the patient presented with hematuria. On (B)(6) 2022, the patient was hospitalized when he presented with urinary retention and had a urinalysis suggestive of urinary tract infection. A catheter was placed on the same date and it remained in place for 8 days. The patient was given oral levaquin on (B)(6) 2022 and intra-vascular rocephin on (B)(6) 2022 as treatment for the urinary tract infection. On (B)(6) 2022, the patient underwent continuous bladder irrigation (cbi) treatment. The urinary tract infection was considered resolved as of (B)(6) 2022. The patient was then discharged from the hospital on (B)(6) 2022 and was given finasteride as treatment. The event was considered resolved as of (B)(6) 2022. The device has not yet been returned for analysis.

Event description:
It was reported to boston scientific corporation on may 03, 2022 that a flexiva pulse ID laser fiber was used in a benign prostatic hyperplasia procedure in the prostate performed on (B)(6), 2022. On (B)(6), three days post procedure, the patient presented with acute urinary retention. A catheter was placed for six days beginning on (B)(6) 2022 and the urinary retention was considered resolved as of (B)(6), 2022. On (B)(6), 2022, the patient presented with hematuria. On (B)(6), 2022, the patient was hospitalized when he presented with urinary retention and had a urinalysis suggestive of urinary tract infection. A catheter was placed on the same date and it remained in place for 8 days. The patient was given oral levaquin on (B)(6), 2022 and intra-vascular rocephin on (B)(6) 2022 as treatment for the urinary tract infection. On (B)(6), 2022, the patient underwent continuous bladder irrigation (cbi) treatment. The urinary tract infection was considered resolved as of (B)(6) 2022. The patient was then discharged from the hospital on (B)(6), 2022 and was given finasteride as treatment. The event was considered resolved as of (B)(6) 2022. Information later received stated the urinalysis done on (B)(6), 2022 showed that the urine culture was negative. The device has not yet been returned for analysis.

Manufacturer narrative:
Block h6: patient code e1309 captures the reportable event of urinary retention to the patient health impact code f23 captures the reportable event of unexpected medical intervention. Block h10: there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Block h6: patient code e1309 captures the reportable event of urinary retention to the patient health impact code f23 captures the reportable event of unexpected medical intervention. Block h10: there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific corporation on may 03, 2022 that a flexiva pulse ID laser fiber was used in a benign prostatic hyperplasia procedure in the prostate performed on (B)(6), 2022. On (B)(6), three days post procedure, the patient experienced urinary retention. He was treated with urinary catheterization and the patient's condition was resolved. The device has not yet been returned for analysis.